Manufacturer narrative:
H10: internal complaint reference number: (B)(4). D4, lot no.: the following are the lot numbers reported: 2124210 and 2124213, however, it is unknown which of the two devices caused the delay. D4, exp. Date: expiration dates for each of the two lots reported: 14-jul-2026 (2124210) and 14-jul-2026 (2124213). H4, mgf. Date: manufacturing dates for each of the two lots reported: 14-jul-2023 (2124210) and 14-jul-2023 (2124213).

Event description:
It was reported that during an arthroscopy, when opening the sterile package of two (2) fast-fix devices, it was observed that there were not sutures and the implants that should be inside the products. The procedure was finished with a smith and nephew back up device. A surgical delay greater than 30 minutes was reported and no further complications were reported.

Manufacturer narrative:
H10. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The tip of the needle has been bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. The complaint was escalated to the manufacturing team and after review has determined that there is not enough evidence to confirm this is a manufactured related issue as training, equipment, and controls are according to the expected, however this failure is currently being monitored. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The complaint was escalated to the manufacturing team and after review has determined that there is not enough evidence to confirm this is a manufactured related issue as training, equipment, and controls are according to the expected, however this failure is currently being monitored. No containment or corrective actions are recommended at this time.